Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2013. During the procedure, the surgeon reamed and broached and implanted the corresponding sized stem but it sunk in 2mm past the femoral resection level. The surgeon then reamed and broached to a larger size and a new femoral stem was implanted and sunk in but was still utilized to complete the procedure.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.